Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy with lithotripsy procedure on (B)(6), 2014. According to the complainant, during preparation, a crack was observed at the tip of the laser fiber. The fiber tip did not detach. The procedure was completed with another flexiva tractip laser fiber.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. Approximately 1.5 mm of the distal tip was discolored and appeared chipped. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device was clear, bright and scattered. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy with lithotripsy procedure on (B)(6) 2014. According to the complainant, during preparation, a crack was observed at the tip of the laser fiber. The fiber tip did not detach. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.